Event description:
The facility representative contacted baxter on (B)(6) 2010 to report a colleague infusion pump in which on (B)(6) 2010 visible smoke came from the channel when the pump was opened to load the tubing. The event occurred during biomedical testing. There is no adverse event, patient injury or medical intervention associated with this report. The software version of this device is currently unknown.there is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). There is already a report opened to capture the visible smoke, 6000001-2010-00573. This report will only capture failure code 701. This report is no longer reportable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used. According to the complainant, "the tip was off the clip when it was opened". Several attempts to ascertain further details (including patient information and follow-up procedure information) have been unsuccessful to date. It cannot be determined if the complainant contends that the resolution clip was deployed in an open state.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to leaking from vacuum hose on exhaust waste intake and back of synchron cx5 delta clinical system. Customer technical support cautioned customer that material could be biohazardous. The customer verified that the vacuum canister is full. No biohazard exposure or injury was reported. There was no effect to patient or user.

Event description:
Based on the report, the product was returned as an implant failure because of lack of osseointegration. Based on the report, the pt had good oral hygiene and good bone condition. The fixture was placed with traditional two stage surgery in tooth location #20. No bone material was used. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The pt outcome was reported as recovered, no complications.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was not confirmed and not duplicated. The most likely assignable cause is shorted j1 socket on the pumphead display printed circuit board cable assembly. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).